Event description:
An FDA district office contacted eyeonics to inform us of a patient who underwent cataract surgery with bilateral implantation of the crystalens. The surgeries were performed two days in 2007. Postoperatively, secondary surgical intervention was performed and the patient's vision is worse compared to preoperative vision. No additional details were provided and no device specific information (model, serial number, etc.) Was available.

Manufacturer narrative:
.